Manufacturer narrative:
Omsc confirmed that the reported event was caused by the failure of the ad converter on the mainboard of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
An ad conversion error (e02) occurred. There was no report of patient injury associated with this event.